Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned. However, a review of the device history records was performed and no complaint related issues were found. Implant date reported as approximately 1 year prior to revision. Placeholder.

Event description:
It was reported that during screw insertion for a c4-c7 acdf, the ring detached from the plate. At the second hole from the top on the patient's left side. The surgeon removed and replaced with another plate to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for this complaint (B)(4).